Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigaiton has been initiated based upon the reported information.

Event description:
It was reported that the pac-1 cable was defective, failed to function. When connecting with 1104bt catheter, there was no intracranial pressure (icp) data presented on the mpm-1 monitor. The product problem was discovered during inspection by the distributor in apr 2015. No patient involvement.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the customer complaint incident ¿defective; cable fails to function¿ was verified and duplicated. DHR review was completed for pac-1 cable serial number (B)(4), work order (B)(4), to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: sep-2013. No non-conformance reports were raised during the manufacturing process for this cable. The DHR review has been deemed satisfactory. A minimum of 12 month review of pac-1 monitor customer complaints was completed in trackwise® using the following key words ¿pressure display issue¿ and a root cause ¿connection failure¿ in search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. A total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this is the 2nd identified complaint for the reported failure associated with the pac-1 cable with the root cause identified as connection failure. No trend has been identified. No further actions are deemed necessary. Conclusion: the failure analysis investigation has concluded the cause of the failure of the pac-1 cable to function was due to loose connection between the cord and the catheter connector end.